Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The patient reported that when they woke up, there was a drip from the solution bag and it had a hole in it; moreover, the patient thought that their cat had bit the solution bag causing the hole. The patient stated that when they had set up for the night, there were no problems with any of the supplies and the solutions bags were fine. Subsequently, the patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified medication (dose, frequency, and route not reported). At the time of this report, the patient reported was still not feeling well. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.